Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "laser stopped at 14%, site unable to reboot" (blurred vision). Product problem(s): "laser stopped firing" (failure to fire). A technician reports, the laser stopped at 14% into a procedure and the technician was unable to reboot the system. The patient's flap was put down and the patient sent home. The laser was serviced by the territory manager and found that the site had only done 2 energy checks that day which caused the secondary energy error that stopped the laser. The laser was recalibrated and the patient returned the next day for the completion of the surgery. At one day postop, the patient's visual acuity was 20/20 in both eyes. The surgeon stated, there was no concern for the patient's outcome.